Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced intermittent bluetooth signal loss to the ilet, which prompted the ilet to request cgm connection or bg entry for bg run mode, and reconnection was achieved after toggling settings and restarting the ilet. Symptoms included hyperglycemia, with reported glucose peak of 300 mg/dl, with associated dry mouth and hiccups. Outcomes included no long-term health consequences or impact. User support included communication with the user, analysis of information provided by the user, and assessment for interoperability issues. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the electrical/magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.